Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window also noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 121 mg/dl. The drive support cap is flush. Advised customer that the insulin pump will be replaced. Nothing further reported.